Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sharps coll next gen 5.4qt red 20/pack was missing its lid. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a short count of component of sharps collector. According to the customer's report, when opening the carton, one lid was missing."

Event description:
It was reported that the sharps coll next gen 5.4qt red 20/pack was missing its lid. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a short count of component of sharps collector. According to the customer's report, when opening the carton, one lid was missing.".

Manufacturer narrative:
H.6. Investigation: no photos or samples were received. Additional attempt to get more information was made, however, the customer confirmed that no additional information was available. According to the DHR review process, the result showed there were no issues reported as missing lids during the manufacturing process reported of the part number reported (305517) additionally. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: sharp collectors. Device failure: short/incorrect count.

Event description:
No additional information.